Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the patient was hospitalized with chest pain. On (B)(6) 2013, the patient underwent a coronary stenting procedure with implantation of a 2.75 x 18 mm xience prime stent in the distal circumflex artery. The patient was discharged to home on (B)(6) 2013. On (B)(6) 2014, the patient was re-hospitalized with chest pain and medications were administered. The patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.